Event description:
During a phacoemulsification procedure, an aspiration surge caused the chamber to collapse resulting in a broken capsule. The doctor performed a vitrectomy and the procedure was completed with no further problems.